Event description:
Manufacturer rec'd a medwatch report from the FDA alleging that the pt was in the sling when pt suddenly tilted to the right, fell down and hit pt's head on the bar of the sling. As a result of the incident, the pt rec'd (2) lacerations on the face which required stitches.